Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
[Tampon] coming out in pieces from my cervix [foreign body in reproductive tract]. [Tampon] coming out in pieces [device breakage]. [Tampon] did not have a string attached [device physical property issue]. Case narrative: consumer reported via email that the tampon did not have a string attached and was coming out in pieces. No serious injury was reported.